Manufacturer narrative:
Details of complaint: the biomedical engineer at the hospital reported that the gz monitor will spontaneously reboot with no prompting while monitoring patients. No patient harm was reported. Customer was shipped an exchange unit and sent their unit into nihon kohdem. Investigation summary: incident summary: customer reports that the gz will spontaneously reboot with no prompting. Customer would like an exchange unit sent to them. Root cause investigation: an exchange device was sent to the customer. Nihon kohden (nk) received the complaint device on 05/23/2023. Nk repair center (rc) evaluated the device on 06/20/2023. Nk rc duplicated the complaint and found that the ur-4301 circuit board had malfunctioned and there was a rattling noise inside of the ECG connector of the rear case assembly. The cause of the issue was a hardware component failure likely due to physical damage and power issues from user mishandling or wear-and-tear. Physical damage occurs when excessive force is applied to the device such as when the device is dropped during transport or if the user attempts to plug cables into the wrong sockets. Power issues may occur through user mishandling or wear-and-tear. User mishandling may include insertion of batteries in the wrong orientation which can lead to a surge and fry circuit board components such as the ur-4301. Wear-and-tear of the device depends on device age and frequency of use. Review of the device's serial number shows that it is over 5 years old and had gone past its standard warranty period. Due to the device's age, wear-and-tear may be a likely cause or contributing factor to the hardware component failure.

Event description:
The biomedical engineer at the hospital reported that the gz monitor will spontaneously reboot with no prompting while monitoring patients. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer at the hospital reported that the gz monitor will spontaneously reboot with no prompting while monitoring patients. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: (B)(6)2023 emailed the customer via microsoft outlook for above information: no reply was received. Attempt # 2: (B)(6)2023 emailed the customer via microsoft outlook for above information: no reply was received. Attempt # 3: (B)(6)2023 called the biomed at the hospital and left a voice message for the above information: no reply was received.

Event description:
The biomedical engineer at the hospital reported that the gz monitor will spontaneously reboot with no prompting while monitoring patients. No patient harm was reported.